Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not deliver insulin but did not alert with no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had insulin intake increased and only getting a day and a half out of reservoir, rejected new battery and dimmer back light. The insulin pump will not be returned for analysis.